Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine evaluation, interrogation of the device gave high lead impedance measurements in both bipolar and unipolar con- figurations. Loss of capture was also observed in both chambers. The measured amplitude was one-third of the pro- grammed amplitude, suggesting a pulse generator malfunction.